Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed prior to proper pod activation.

Manufacturer narrative:
The device was received fully deployed. Download data showed that the device ran for more than 200 pulses before deactivation by the user. No timeouts, drive stalls or alarms were observed. The needle mechanism was reset and manually redeployed as intended. Inspection of the needle and drive mechanisms showed no damages or defects that would have contributed to the reported event.